Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 30jun2023. H6: investigation summary : four mz1000 samples from lot 21125499 were received without packaging for investigation; residual fluid was detected in all four devices. The feedback provided by the customer suggests the pump detected high pressure in the line when the maxzero device was part of the infusion set up. Further information provided by the customer suggests the connecting infusion product was a bbraun infusomat set, and the pump was alarming at the start of infusion. A visual inspection of the returned samples reveals surface damage on the piston of all four samples suggesting a sharp or incompatible male luer was perhaps connected to the device. Furthermore, three of the four samples had an uneven piston alignment at the surface of the female luer adaptor (fla). Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125499 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that during infusion with 4 bd maxzero¿ needleless connectors there were flow issues and occlusion. The following information was provided by the initial reporter: when connected with our maxzero, the pump indicated high pressure. This happens for a few times within a span of 1 month additional information received: based on the nurses, they said that they encountered it during at the start of the infusion. Priming and everything else is okay, only when they start the infusion, the machine started to alarm.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion with 4 bd maxzero¿ needleless connectors there were flow issues and occlusion. The following information was provided by the initial reporter: when connected with our maxzero, the pump indicated high pressure. This happens for a few times within a span of 1 month. Additional information received: based on the nurses, they said that they encountered it during at the start of the infusion. Priming and everything else is okay, only when they start the infusion, the machine started to alarm.